Event description:
Repair statement - alleged alarm will not function. Key failure - the valve is defective per independent repair center statement, alarm will not function. The key failure was that the pilot valve was defective.